Manufacturer narrative:
E1) establishment name: (B)(6). The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was cracked; the suction connector was dirty due to water leakage; the adhesives around objective lens were peeled; a streak of flare appeared in the image due to adhesive peeling around the objective lens; the universal cord was wrinkled; and there were scratches on the protector of the universal cord on the suction connector side, the objective lens, and connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the device displayed an e315-scope communication error code during preparation for an unspecified procedure. The intended procedure was completed with a five minutes delay, using another scope. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a failure of the image sensor unit, a problem with the internal board of the video connector, or a problem with the system. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.". "Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. Troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section , ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.". Olympus will continue to monitor field performance for this device.